Event description:
Pt's anatomy caused some challenges in this procedure to implant the ebe. However, deployment occurred as planned and completion angio showed no endoleaks. A problem was experienced with the 12 fr sheath used in this procedure as it had a steady leak, which resulted in significant blood loss (1100cc) during the procedure and blood transfusion for this pt.